Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that while the patient was changing the infusion set and was putting the reservoir, the infusion set's tubing connected split at the tubing connector (quick-release). The patient had not yet inserted the set in her body. Reportedly, the infusions were stored in the dining room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.